Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection via multiple daily injections and did not require third-party assistance. Technical support helped the customer update the biq/ciq settings as desired and advised them to consult with their healthcare provider whenever settings are updated, which the customer acknowledged.